Manufacturer narrative:
20-jan-2020 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Cut inside of mouth [mouth injury], using the cross action head a piece metal came out [device breakage], product counterfeit [product counterfeit]. Consumer called stating a piece of metal came out while using the brush head. No serious injury was reported.

Manufacturer narrative:
Product return was received and product investigation is in progress.

Event description:
Cut inside of mouth [mouth injury]. Using the cross action head a piece metal came out [device breakage]. Consumer called stating a piece of metal came out while using the brush head. No serious injury was reported.